Event description:
It was reported that while using an unspecified bd tube, 2 tubes have incorrect expiration date beyond specified shelf life. The following information was provided by the initial reporter: "customer states 2 tubes of same lot have different expiration dates. Customer states after testing and prior to trial, it was discovered that one of the tubes had an expiration that had past when it was used. The other tube had a current expiration date, both tubes have the same lot #."

Manufacturer narrative:
Material number is unknown and manufacturing location is unknown, therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number." D.4. Medical device catalog #: unknown. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4.device manufacture date: unknown. H.6. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.